Event description:
A problem with the patient programmer was reported. It was noted, the patient replaced the batteries in the patient programmer yesterday. It was reported, the patient was not able to adjust stimulation. It was reported the display showed "call your doctor" icon. It was reported, the patient saw end of service (eos). It was reported, the programmer was not connecting. It was noted, the patient saw eos prior and the device ¿went off and then it kept working.¿ it was noted, the patient saw elective replacement indicator (eri) prior. Additional information reported, the patient¿s stimulator was depleted and needed to be replaced. It was reported, they stopped feeling stimulation in (B)(6) of this year. It was noted, the patient wanted to know next steps to getting device replaced. It was noted, the patient was at a pain clinic. Additional information reported, the patient was not getting any relief. It was stated, the patient had an appointment in (B)(6) and it was confined the implantable neurostimulator (ins) "burned out," and needed to be replaced. It was noted, the patient had their device implanted in (B)(6) 2010. It was noted surgery had not been scheduled. Additional information received reported that the patient was still having concerns regarding her device or therapy with a noted appointment on (B)(6).

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v537002, implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v530441, implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(6).